Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Tip of plug is broken off. No continuity on any connections on the cable.

Event description:
It was reported the tip was missing from the cable for attaching the pin end to the monitor. The cable was returned. No patient involvement or complications were reported.